Event description:
Event description boston scientific received information that this right ventricular lead had dislodged. Therefore, the lead was removed from service and replaced without further incident.